Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with around 320-330 units of insulin. During troubleshooting, it was determined that the customer pulled the plunger as far back as it would go when filling with insulin. Recommendation was made to not overfill the cartridge and the customer was educated on where to pull the plunger back to in order to fill the cartridge with 300 units of insulin. The customer did not know blood glucose (bg) value but feels "fine" and did not think bg level was impacted. The customer was able to reload the cartridge and received an accurate fill estimate.